Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found possible header delamination. The delamination did not affect the device¿s functionality. The root cause of the delamination could not be conclusively determined. Premature battery depletion was confirmed. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. An anomalous hybrid was found to be the root cause of the high current drain and premature battery depletion.

Event description:
This report is to advise of an event observed during analysis.